Event description:
It was reported that during a vats lobectomy, when the sleeve was removed during the last half of the procedure it had broken in the abdominal cavity and two broken pieces were found. The cleaning solution for suctioning was filtered at the same time and no broken pieces were found. The procedure was finished and the patient is in stable condition. There is a possibility that there are broken pieces remaining in the patient. However, this was not confirmed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.